Manufacturer narrative:
The product was not returned for evaluation. Without the return of the device, the root cause of the problem cannot be determined. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Event description:
The patient was undergoing a coil embolization procedure in the gastroduodenal artery (gda) using ruby coil lps and a non-penumbra microcatheter. During the procedure, the hospital technologist made multiple attempts to advance the ruby coil lp out of the introducer sheath; however, the ruby coil lp was stuck and would not advance from the starting position. Therefore, the ruby coil lp was removed. The procedure was completed using a new ruby coil lp. There was no report of an adverse effect to the patient.